Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a colon resection procedure, the handle of the ntlc device broke off during the third firing. All of the pieces were located and removed from the field. A new device was opened and the case was completed without any patient consequences.

Manufacturer narrative:
(B)(4). See attached facility medwatch 0501500000-2017-8013.

Manufacturer narrative:
(B)(4). Corrected data this correction is being submitted to correct the sequential numbering for the follow up reports #1 and #2. In an attempt to correct the sequential numbering for follow up reports, follow up report # 1 submitted on 06/27/2019 with corrected and numbered as follow up report #1. The system will not permit a correct supplemental report to be created and submitted for follow up report #2 as it is being recognized as a duplicate report. Therefore, the follow up report is numbered as follow up report #4 to submit corrections. Follow up report #2 submitted on 09/21/2017 should have been numbered as follow up 1 follow up report # 3 submitted on 10/10/2017 should have been numbered as follow up 2 - attachment: [3005075853-2017-04525 b.pdf].

Manufacturer narrative:
(B)(4). Batch # p5685r. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired with the knife not in doghouse. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Corrected data: 3005075853-2017-04525 was submitted as follow-up #2 in error. Therefore, 3005075853-2017-04525 will be re-submitted as follow-up #1. Please see attachment. - attachment: [3005075853-2017-04525.pdf].